Event description:
Surgeon notes cautery unit is not functioning properly as bipolar is arcing and not cauterizing properly. Also, there is not enough coagulating power, even with setting adjustments. Surgeon stated that pt had 600 ml blood loss, when they should have had 85 ml blood loss. This did not improve after switching to megadyne clinical evaluation unit.